Event description:
After placing the ivus catheter into the patient there was a star-shaped artifact that wouldn't go away after ring down. The catheter was removed and replaced with another ivus catheter without incident or harm to the patient. Manufacturer response for catheter, volcano refinity rotational ivus catheter (per site reporter). Per report, manufacturer notified.